Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical netherlands for evaluation. The customer's report was duplicated and attributed to the high voltage capacitor. The high voltage capacitor was replaced to resolve the report and the flex circuit system t cable was replaced as part of the repair process. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.